Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report mw5057199.

Event description:
It was reported that a patient underwent a gynecological procedure and mesh was used. The patient experienced small intestinal perforation. No additional information was provided.